Event description:
The manufacturer became aware of a pmcf from university of kansas health system, united states. The title of this report is ¿a retrospective data collection of the internal fixation of bones in the foot, ankle, hand, and wrist in adult and adolescent patients with the variax 2 foot system¿ which is associated with the stryker ¿variax 2 foot¿ system. Within that publication, post-operative complications/ adverse events were reported, for which data collection occurred from (B)(6) 2019 to (B)(6) 2019. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 8 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses broken screws. Fracture was not fully consolidated.

Manufacturer narrative:
New information in section b2 and h6 (patient code).

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6) united states. The title of this report is ¿a retrospective data collection of the internal fixation of bones in the foot, ankle, hand, and wrist in adult and adolescent patients with the variax 2 foot system¿ which is associated with the stryker ¿variax 2 foot¿ system. Within that publication, post-operative complications/ adverse events were reported, for which data collection occurred from 7/30/2019 to 12/14/2019. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 8 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses broken screws. Fracture was not fully consolidated.